Manufacturer narrative:
A ge service representative performed an onsite investigation. The patient data software was evaluated and determined to be corrupted. The corrupt patient data was deleted from the system. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a black image appeared during a case. The field engineer found that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.